Event description:
It was reported via repair work order that the left and right siderails had intermittent functionality due to cable malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.it was also reported via repair work order that the i.v. Pole was broken with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.